Manufacturer narrative:
The device was received and evaluated by beta bionics. User complaint of¿device¿malfunction was confirmed via failure investigation¿ this MDR is part of a remedial submission made in response to FDA¿form¿483 observations to ensure full reporting compliance.

Event description:
It was reported that an ilet bionic pancreas displayed alert 32, indicating a delivery motor communication error during training and persisted after multiple restarts, leading to a replacement being initiated and the original device returned. Symptoms included no reported adverse clinical effects. Outcomes included no impact to the user¿s health and no medical intervention or hospitalization. Investigation included a review of device history and complaint records and an evaluation of the returned product. Investigation of the returned device revealed a device malfunction associated with delivery motor communication, consistent with a motor processor communication fault.